Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. Customer delivered a bolus via the pump to address blood glucose (bg) of 562 mg/dl with ketones. The customer went to the emergency room (ER) and was treated with insulin injections. After 5 hours, the customer was feeling unstable with bg at 480 mg/dl. The customer was admitted to the hospital and was treated with manual injections. Although tandem technical support offered to perform a system check with the customer, the customer declined. Multiple attempts were made by tandem¿s technical support to obtain additional information as well as hospital discharge date; however, no additional information was provided.